Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the speaker assembly on the complaint device was defective and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.